Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was first reported that the patient had a driveline infection on (B)(6) 2020. The patient had a fever and increasing ldh (lactate dehydrogenase) levels. The lvad parameters exhibited elevated powers and flows. An echocardiogram was performed which showed that the aortic valve was opening with every cycle, the right ventricle had a moderate to reasonable function, and there were no signs of endocarditis. The elevation in power and flows decreased, the patient's fever subsided, but the ldh levels remained high. It was later reported that hemolysis was suspected and that a pump exchange was performed on (B)(6) 2020. The hospital did not returned the device for investigation but stated that a deposition was found on the rotor after opening the pump. The patient was said to be recovering after the procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 9 watts were recorded throughout the log file between 09jul2020. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had a driveline infection, as well as, a fever, elevated ldh, and elevations in powers. An echocardiogram was performed and revealed that the aortic valve was opening with every cycle, the right ventricle had a moderate to reasonable function, and there were no signs of endocarditis. The power elevations returned to baseline, the patient's fever subsided, but the ldh levels remained high. The patient underwent a pump exchange on (B)(6) 2020 and heartmate ii lvas, serial number (B)(6), not returned for evaluation. According to the account, a deposition was found on the rotor after opening the pump. The heartmate ii lvas instructions for use (IFU) lists device thrombosis, hemolysis, and (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU provides information regarding how to prevent infection. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.